Event description:
It was reported that a perforation occurred during a coronary orbital atherectomy procedure. The target lesion was located in the left anterior descending artery. A 6f introducer sheath and a 6f guide catheter were used to access the lesion. The csi coronary viperwire guide wire was advanced into the patient, and a csi 1.25 coronary orbital atherectomy device (oad) was loaded onto the viperwire. The oad was advanced to the treatment site for the first run. After 2-3 seconds during the first run, the oad seemed to bog down in the lesion. It was noted that the physicians rate of treatment during the first run was faster than 1cm/second. The instructions for use (IFU) state, "maintain a maximum travel rate of 1cm per second." He then completed a second and third run at low speed for 10 seconds each, using a slower technique. The oad was removed and an angiogram was performed which revealed a perforation. The patient status started to decline following the perforation and emergency measures were taken to stablize the patient. The perforation was treated by performing several balloon angioplasty inflations using a 2.5x20mm balloon @2atms. The perforation was resolved by deploying two bare-metal stents (2.5x28mm and 2.25x28mm @ 8atms) at the perforation site. The physician then placed an impella 2.4 liter per minute left ventricular assist device. The patient's hemodynamics improved at this point and a transvenous pacemaker was placed. The patient remained intubated and was oxygenating well and was transferred to the coronary care unit for further care in critical condition. The patient expired the following morning.

Manufacturer narrative:
Device analysis: the orbital atherectomy device (oad) was returned with an unknown 0.017" guide wire not engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the crown and on the driveshaft. Optical examination of the driveshaft and crown did not reveal any damage that would have contributed to the biological material accumulation. No other damage or abnormalities were observed with the oad that would have contributed to the difficulties experienced during the procedure. An in-house 0.012" coronary test wire was loaded through the device without issue. When tested using an in-house saline pump, the device spun at both low and high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. The initial visual and tactile examination of the returned 0.017" wire did not reveal any damage that would have contributed to the difficulties experienced during the procedure. The exact model of the returned guide wire is unknown. The crown was measured using a calibrated dial caliper and met the drawing specification. The crown location on the driveshaft was also measured and met its drawing specification. The driveshaft and saline sheath lengths were measured and met their respective drawing specifications. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The device was within specification with no damage observed and functioned as intended. Additional case investigation: an independent review of angiography images and cine from the procedure revealed that a dissection was present prior to initiating orbital atherectomy. The IFU states that use of the device is contraindicated when a dissection is present. (B)(4).